Event description:
Received info that due to an 840 ventilator malfunction, the pt was placed on another ventilator. The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing.